Event description:
The plaintiff's attorney alleged that the decedent stopped breathing during use of the product on (B)(6) 2011, experienced shortness of breath on (B)(6) 2011 and a cardiovascular event and subsequently expired on (B)(6) 2012, after the use of the product.

Manufacturer narrative:
This is one event (dyspnea) for the same patient involving three separate products; associated mdrs #1225714-2014-00468, 00469, 00470, 00471, 00472, 00473, 2937457-2014-00716 and 00718.